Event description:
In 2008, the pt reported that her infusion set became disconnected from the infusion device at the luer connection. She stated that the infusion tubing was connected before she left for work and when she arrived at work she bolused 1 unit of insulin and "nothing seemed wrong." She stated that at 10am after bolusing her blood glucose was "coming down" and measured 203 mg/dl. At the time of the report the pt's blood glucose measured 281 mg/dl. She reconnected the infusion tubing and was able to prime and bolus 2 units of insulin in the air. She then reconnected to her infusion site and bolused 1.5 units of insulin to lower her blood glucose. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.